Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient experienced a blockage observed in the tubing event on (B)(6) 2026. No further information available.